Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician couldn't confirm particles in the air path during the device evaluation and secondary findings was observed. There was no error code found. Box h6 codings were updated. During evaluation dust was observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the customers complaint was not confirmed. The internal part of the device was inspected visually and found no evidence of visible foam degradation, but found some dust particles.

Manufacturer narrative:
This device remstar pro c-flex+ was manufactured 10/29/2010 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Manufacturer narrative:
Device evaluation was completed. Number of error codes captured incorrectly, and product UDI was not captured in previous report. These have been corrected and updated in this report. During device evaluation there was thirty-two error codes found. In box d: product UDI number has been updated.